Event description:
It was reported during a colon resection the cdh did not cut. The surgeon stated the instrument did crunch. This surgeon does not use the instrument frequently. The anastomosis tore but it was high enough to oversew. There was no reported consequence to the pt.